Manufacturer narrative:
The manufacturer previously received information alleging a ventilator¿s pressure value and the volume was not accurate. The ventilator was evaluated by product investigation laboratory (pil) and the customer¿s complaint was confirmed. The device's machine flow sensor was contaminated and cause the incorrect values.

Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator¿s pressure value and the volume was not accurate. There was no harm or injury reported.  The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.